Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a (B)(6) patient developed inflamed skin under the front therapy electrode. Patient reported that the area was red and hurt a bit, but was not itchy. There was no alleged device malfunction contributing to the irritation. Patient reported using a salve that was prescribed by a physician. It is not clear if the salve was prescribed for this irritation or a prior condition. Follow up indicated that the skin has improved.